Manufacturer narrative:
Medwatch report # (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 303367 and lot number 0363059. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. It could be possible the customer is not using the product as intended. If the product is not meeting the customers needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA not required at this time.

Event description:
It was reported that cannula interlink vial access was damaged. The following information was provided by the initial reporter: it was reported that while accessing the vial for sedation during interventional radiologic procedure, the bd blunt tip bent.